Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press the center of the button firmly while supporting the bottom of the pump, but button remained difficult to use, so pump was scheduled for replacement. Customer planned to use multiple daily injections as backup therapy, agreed to place pump in storage mode and return it using a prepaid label, and understood the need to enter pump settings and reconnect continuous glucose monitor on replacement pump.